Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that a needle snapped off inside the shaft of an ar-12990 knee scorpion. This occurred during a sutureloc case. The needle is stuck inside the shaft of the knee scorpion.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-12990 batch 15293101 was received for evaluation. Visual inspection found that a piece of a needle was lodged at the instrument's tip. Functional testing was performed with a needle. When the needle was tried to position inside and fire, an obstruction and resistance were found. The reported failure is caused by a user error, specifically applying excessive force to pass the needle through fibrous/calcific tissue and/or ¿dry,¿ repetitive actuations outside the surgical site. Per dfu-03920-sub-eo. To help avoid needle breakage and potential patient injury, do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.